Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting a false negative sars result. Customer states the result was confirmed positive by another rapid antigen test given at an emergency room facility (timeframe between tests is unknown). Lot number of test provided by customer was not available during the timeframe customer states false negative occurred.